Manufacturer narrative:
Device is a combination product. Device is evaluated b y MFR.: synergy ii us mr 2.50 x 28 stent delivery system was returned for analysis. The detached stent was not returned. The stent was detached from the balloon. The balloon folds appeared relaxed; however, it does not appear that the balloon was subjected to positive pressure. Crimp markings were evident on the balloon. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 90% target lesion was located in the non tortuous and mildly calcified mid left anterior descending artery (lad). Both lad and diagonal branch artery were wired with a non bsc guide wire. A 2.50 x 28 synergy ii drug-eluting stent was selected for use. The device was prepared by flushing with saline through the tip of the stent for 5 seconds to the wire lumen of the monorail segment. The scrub did not applied negative pressure or a syringe on the stent before handling it to the physician. The stent was inserted into the guidewire through the tuohy in the lad artery. The device was advanced but the physician felt resistance approximately halfway down. The scrub pulled a slight negative pressure on the stent with the endoflator to aid the resistance. However, the tip of the stent never exited the guide to enter into the coronary artery. So, the stent delivery system was removed from the guide catheter and it was noted that the stent was no longer on the delivery system after it was pulled out from the patient's body. The physician used fluoroscopy to look for the stent in the guide catheter but it was not visible anywhere. The tuohy was removed from the back of the guide catheter over the lad wire which was still inside the patient's body. The stent then fell out from the tuohy over the wire that was inserted from the lad and was flushed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 90% target lesion was located in the non tortuous and mildly calcified mid left anterior descending artery (lad). Both lad and diagonal branch artery were wired with a non bsc guide wire. A 2.50 x 28 synergy ii drug-eluting stent was selected for use. The device was prepared by flushing with saline through the tip of the stent for 5 seconds to the wire lumen of the monorail segment. The scrub did not applied negative pressure or a syringe on the stent before handling it to the physician. The stent was inserted into the guidewire through the touhy in the lad artery. The device was advanced but the physician felt resistance approximately half way down. The scrub pulled a slight negative pressure on the stent with the endoflator to aid the resistance. However, the tip of the stent never exited the guide to enter into the coronary artery. So, the stent delivery system was removed from the guide catheter and it was noted that the stent was no longer on the delivery system after it was pulled out from the patient's body. The physician used fluoroscopy to look for the stent in the guide catheter but it was not visible anywhere. The tuohy was removed from the back of the guide catheter over the lad wire which was still inside the patient's body. The stent then fell out from the tuohy over the wire that was inserted from the lad and was flushed. The procedure was completed with a different device. No patient complications were reported.